Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for normal follow-up. The rv pacing lead impedance had steadily increased. The rv capture threshold had also increased. Programming changes were made. The patient will be monitored with routine follow up.